Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for history of shortness of breath, occlusive thrombus in the bilateral femoral veins and bilateral pulmonary emboli, despite anticoagulation. The filter was deployed inferior to the renal takeoffs without incident. Approximately 13 months post filter deployment a CT scan of the abdomen demonstrated a filter limb perforation of the ivc. No surrounding free fluid or air to suggest inflammation or extravasation was demonstrated. Linear vascular calcifications were demonstrated in the right iliofemoral veins. Approximately 13 months post filter deployment the vena cava filter was successfully retrieved without incident. A contrast injected vena cavagram did not demonstrate any extravasation. The ivc was patent with good blood flow. The patient was hemodynamically stable at the conclusion of the procedure. There was no reported patient injury. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Thirteen months post filter deployment, a CT scan of the abdomen demonstrated a filter limb perforating the ivc wall. The filter was successfully removed at that time. Based on the medical records, the investigation can be confirmed for perforation of the ivc wall by filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. Medical records received and reviewed. A vena cava filter was deployed for history of shortness of breath, occlusive thrombus in the bilateral femoral veins and bilateral pulmonary emboli, despite anticoagulation. Filter was deployed inferior to the renal takeoffs without incident. Approximately 13 months post filter deployment a CT scan of the abdomen demonstrated a filter limb perforation of the ivc, no extravasation was demonstrated. The filter was successfully captured and retrieved without incident, one day post CT scan. A contrast injected vena cavagram did not demonstrate any extravasation. The patient was hemodynamically stable at the conclusion of the procedure there was no reported patient injury.